Manufacturer narrative:
A2): patient''s date of birth unk. A4): patient''s weight unk. B7): other relevant history unk. D4): device serial number unk. H3/h6): the device was not returned, thus no investigation could be completed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non function and occlusion. Right atrial (ra) and left ventricular (lv) leads were present within the patient, but were not targeted for extraction. A spectranetics 14f glidelight laser sheath was used to attempt rv lead extraction. During use, the glidelight was noted to have kinked just distal to the bifurcate handle. In addition, a breached outer jacket was observed in the area, resulting in emission of visible laser light. Use of the glidelight was discontinued, and a new glidelight was used to complete the procedure with no reported patient harm. This event is being reported for unintentional radiation exposure, potential for harm.

Manufacturer narrative:
D4): device serial number populated. D9): device was returned to the manufacturer 23aug2023. G3): device evaluation and investigation was completed 24aug2023. H3): visual inspection found a significant breach to the device''s outer jacket, just distal to the bifurcate handle. In the area of the breach, the outer jacket was kinked, twisted, burnt, and melted, with multiple exposed and broken fibers observed. H6): based on the evaluation and investigation findings, this failure has been determined to be use related. Since there was no report of device damage pre-procedure, the failure likely occurred during use of the device. Historically, the manufacturer has noted this failure when excessive forces are applied to the device, at or near the bifurcate handle. The device then becomes kinked and twisted, and the broken fibers at the area produce heat, creating a breach in the outer jacket. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.